Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where order was not crossing over for newly admitted patient. A technical support specialist found that the patient was available, but the order had not crossed to the station. Further, the specialist dialed into the station, checked the medapp logs, found no errors, and verified that the time zone used on the station was the same as the server time. The specialist then dialed into the server, ran the message order processing query as per knowledge article (ka) patient missing on a bd pyxis medstation es, and confirmed that the order was successfully processed. The specialist checked the patient status as admitted on the device, located the order ID on the order tab, checked station communication status (last upload current, no retry mode, no communication issues), and shared a possible workaround to perform a full station synchronization without dropping the database. Then, the specialist requested downtime from the customer to perform the full synchronization without dropping the database and sent follow up emails regarding the same. No response received from the customer and tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order were not crossing for newly admitted patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.